Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor. The analyst commented that the stylet insertion test failed due to dried blood obstruction of the is-1 connector pin. (B)(4).

Event description:
It was reported that during the implant procedure the stylet would not enter the lead body. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.